Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an abnormal self-test audio tone was confirmed via review of the submitted audio file; however, the issue could not be reproduced during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The controller was returned in unremarkable physical condition and both of its speakers were free of debris. Throughout testing, the controller produced normal audio tones which exceeded the designed volume threshold. A multitude of self-tests were performed while the controller was connected to both battery power and the power module, and the controller alarmed appropriately each time. The submitted and downloaded log files were also reviewed, collectively containing approximately 17 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). No atypical alarms were observed, and the pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 2 "how your heart pump works¿), describes how to perform the system controller self-test. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's controller audio tone was more of a beeping sound, during the daily system self-test. Attempted self-test was done numerous times while on 14v batteries. All lights illuminated and no alarms were noted on controller. Self-test on mobile power unit (mpu) echoed normal audio tone. The patient lives several hours from spectrum and the decision was made to not change out the controller at home. They will be reassessed in the clinic. Additional information stated that the patient was seen in the clinic on (B)(6) 2023. The patient noticed a different sound when doing their daily check since (B)(6) 2023. The beeps were more "normal" when connected to wall power vs battery power. There were no unusual events recorded in the log file event history. It was further reported that the controller speaker port was checked and there was no debris blocking the speaker. The first alarm was when the patient was plugged into the wall monitor and the second alarm was when they were plugged into battery. Technical service recommended to replace the controller. The cause of beeping was not determined. Controller exchange was planned for (B)(6) 2023. It was further reported that the controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.